Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed due to damaged sensor and damaged retractor band cable. A field service engineer replaced the affected components to resolve the issue. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system station had drawer failure. A customer indicated that the user was unable to retrieve the medication; however, they successfully obtained the medication from a nearby station. There were no adverse events or injuries reported based on this event.